Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 100, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be fully inflated due to a shaft leak. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 4mm proximal of the proximal balloon cone. This type of damage may have occurred due to an interaction with a sharp object or another device within the vessel. No other damage or issues were noted with the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an inner shunt in a vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an inner shunt in a vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good.